Event description:
Ous MDR: boston scientific received info that during a routine follow up, this (rv) lead exhibited high threshold measurements and stimulation only in certain configurations. A review of an iegm revealed that a loss of capture had occurred. Daily measurement showed that the r-amplitude had decreased to 2.2 mv since (B)(6) 2011, although, the amplitude was 8.2 mv after the implant procedure. The decision was made to reprogram the pts device and to follow the pt closely. No adverse pt effects were reported. The lead remains implanted. A boston scientific technical services (ts) consultant review provided documentation and discussed that on the stored iegms there is not capture. Due to the fact that the device is pacing in the ventricle and immediately followed by a vs is indicating that the vp did not capture and therefore, there was no depolarization so intrinsic depolarization could occur. During a forced threshold test, the surface ECG shows that even a 6.5 v pacing pulse is not resulting in a depolarization and no capture. Due to the fact that the threshold increased, a lead issue might be present. Please note that not all lead issues are resulting in huge impedance changes. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.